Event description:
According to the literature, a retrospective study analyzed outcomes of patients who underwent lateral transoral robotic surgery for squamous cell carcinoma of the lateral pharyngeal wall with nasoseptal flap reconstruction between (B)(6) 2017. A suture device was used to suture in the flap. There were 6 patients in the study and complications included two cases of partial flap dehiscence and partial necrosis. Both were due to technical errors. One flap was sutured to the base of the tongue and required bedside debridement. The second case was due to misuse of the suture. The suture was cut intraoperatively and unanchored resulting in partial dehiscence and necrosis.

Manufacturer narrative:
Title: the nasoseptal flap for reconstruction of lateral oropharyngectomy defects: a clinical series source: the laryngoscope © 2021 the american laryngological, rhinological and otological society, inc. If information is provided in the future, a supplemental report will be issued.